Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System log found error 32100 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm direction test was failed on pitch. Once testing was completed, axes controller, arm (aca) board was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Image review: review of the provided image is consistent with the passed usm insertion test. Failure analysis concluded that the aca board is consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they just had 2 recoverable faults back-to-back. The tse viewed the logs and found error 32100 on universal surgical manipulator (usm2) pointing to the axes controller arm (aca) board. The procedure was completed as planned with no reported injury.